Event description:
PICC line was being placed in left lower extremity. Upon removal of guide wire, wire snapped and a piece broke off and remained inside patient. Patient was taken to cardiac cath lab for removal of broken piece. The remaining piece was removed without any complications.